Manufacturer narrative:
Section e1 of the initial medwatch report indicates: postal code blank. Section e1 of the initial medwatch report should indicate: postal code (B)(6).

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. A review of the electronic patient records indicated that the impedance was out of range (low) during multiple shocks on the reported event date, resulting in the device prompting "abnormal energy delivered". After performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.